Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge detection message stating "cartridge detection error. Pump cannot detect that cartridge has been removed. Please remove and try again". Reportedly, the customer continues to repeatedly receive this message and is unable to complete the load process. Customer had elevated blood glucose levels (432 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels and stated they will continue to use manual injections for insulin therapy.